Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was able to confirm the issue and sent a request to the customer service team to provide the blower under warranty. Root cause of failure was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, log files were provided and it revealed alarm 241 was triggered 29 times between (B)(6) and alarm 240 was triggered 6 times on (B)(6) 2023. A request was sent to customer service team for providing the blower under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 had an alarm 316 - "blower failure". Furthermore, there was no patient associated with the reported event.